Event description:
The swan ganz catheter was inserted one day. The procedure prior to insertion is to inflate the balloon with the syringe in the kit. The balloon inflated with no apparent air leaks. By noon the next day the physician was unable to wedge the balloon. The nurse stated that the balloon had been inflated approximately six times during that time span. The catheter was removed and it was noted that the balloon would not inflate. The swan ganz catheter had to be replaced. There was no pt injury.